Event description:
Patient was in x-ray dept, on x-ray table, tech adjusted arm holder pin to adjust machine height, device came apart striking pt on the head. The arm holder device was repaired 2 days prior by phillip's svc tech. No broken device tag was in place and per dept. Device was operational. Diagnosis or reason for use: abdominal pain.